Event description:
It was reported that a patient failed to follow therapy steps during prime of peritoneal dialysis therapy. The patient was connected to the set up before properly priming. The technical service representative assisted the patient in ending therapy. The patient was to start over with new supplies. There was no patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - failed to follow therapy steps, where the home patient connected to un-primed patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿prepare for therapy¿ provides step-by-step instructions for properly priming the disposable set. Section ¿prepare for therapy¿ instructs the user to verify that the patient line is properly primed and to follow instructions for re-priming if the fluid level is not near the connector. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.